Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 70 mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported to have 25 degrees angulation. It was reported that the patient was seen for a 2 year follow-up and there was slight stent graft migration; however, there was no visible sign of contrast filling the sack, but it appeared contrast may be slipping into the graft proximally and the aneurysm is enlarging. It was reported the cause of the migration may be related to the reverse funnel tapering of the aortic neck the measurements are 21 mm at renals and 25 mm 10 mm below the renals. The physician implanted two aneurx aortic cuffs and angioplasty with a reliant balloon. Final angiogram revealed that the endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.